Event description:
The nurse reported that during therapy with dbb06 nikkiso machine and serial (B)(6), a 27 years old patient presented a convulsion episode, machine is available for evaluation. Patient injury reported: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).